Event description:
A high reading issue with the adc device was reported. The customer reported receiving a ¿hi¿ (readings greater than 500 mg/dl) error message on the adc device compared to a 151 mg/dl reading obtained on an unspecified device. The customer experienced symptoms described as "could not see right, not standing up", sweating, and a loss of consciousness however, was able to self-treat (unspecified) the paramedics were called and a glucose result of 100 mg/dl was obtained and the customer was given orange juice and sugar tablets for a diagnosis of hypoglycemia. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer¿s product has been requested for investigation. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered in section b3 is based on the customer report of "last month beginning in september" in the MDR. All pertinent information available to abbott diabetes care has been submitted.